Event description:
It was reported that a user of the ilet experienced hyperglycemia to 312 mg/dl followed by a decrease to 70 mg/dl within approximately two hours, without going below 70 mg/dl, after a correctly administered meal announcement; the user reported passing out in association with a correction and required assistance with oral carbohydrate intake. Symptoms included headache and dizziness. Outcomes included no medical intervention and no hospitalization, and the user reported improvement. Investigation included complaint intake, user interview, and review of device use and event details. Investigation of this case revealed no device malfunction or component failure, and the cause of the hyperglycemia and subsequent low reading was not determined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.